Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off due to insufficient power. The customer¿s blood glucose (bg) level was 548 (mg/dl). A manual injection was administered to address bg level. Review of the pump history during troubleshooting with tandem technical support showed the pump battery fully depleted from 100% within 2 days. The pump did display low power alerts prior to the pump shutting off. Reportedly the customer would continue to use the pump for insulin therapy.